Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative infection treated with antibiotics, excessive vaginal bleeding, lower abdominal pain, leakage of urine, inability to feel an urge to urinate, a feeling of foreign body in rectum with inability to have a bowel movement, nonunion of the posterior vaginal epithelium requiring surgical re-approximation of the mesh with sutures, occasional vaginal spotting and discharge, urinary hesitancy, symptomatic cystocele, mesh erosion with two in-office mesh excisions, and pessary fitting and use.